Event description:
Reportedly, device was explanted at implant; surgeon chose a larger size due to stenosis of the host valve. No further details were provided. Surgeon indicated it is unknown if the device is available for return. Surgeon also indicated that this event was not device related.

Manufacturer narrative:
Device not returned.